Manufacturer narrative:
The device was returned due to "severe aortic regurgitation resulting in heart failure". Gross morphological and histopathological examination revealed all three leaflets contained calcifications. There were tears in leaflets 2 and 3, and fibrous pannus ingrowth on the inflow surface of leaflets 1 and 3. The valve was received dehydrated and the stent was ovalized. No inflammation was present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event is consistent with calcifications, tears, and fibrous pannus, however, the exact cause remains unknown.

Event description:
On (B)(6) 2013, a 23 mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted due to severe aortic regurgitation resulting in heart failure. An on-x valve was implanted.